Manufacturer narrative:
This report has been identified as b. Braun medical internal report number cc (B)(4). Bmi complaint management statement:- device history record (DHR):- reviewed the DHR for batch 21n17ge671, there is no abnormality and no such defect detected at in process and at final control inspection. Samples receipt at bmi - complaint management, dated: 2023-05-30. Sample evaluation:- received 1 sample of easypump ii st 100-0,5-s-us without original packaging. The batch number on the big bottom cap of the sample was 21n17ge671. Upon received, no solution was found in the sample and the sample was not clamped. Its filling port was closed with discofix cap, whereas its patient connector was closed with wing cap. By visually checking the sample, foreign material was observed at the patient connector of the sample. Refer to the picture attached in the pc notification. Complaint and sample to be forwarded to production for further investigation. Remarks: refer to other pc created for investigation on other defects. Root cause analysis: sample/s evaluation: received 1 sample without original packaging. There is one contaminant detected at the la-cone. The contaminant was extracted and transfer to one zipper bag. The contaminant was compared with tappi chart and the size of the contaminant is approximately 0.08mm2. According to test specification of elastomeric infusion systems for assembly, hc-my01-m-5-4-10-407-0, in fluid path, one contaminant with the size less than 0.5mm2 is allowed, thus, the sample received is still within specification. However, CAPA 280262 had been raised to address general loose contamination and hair issue. Summary of root cause analysis: the sample received is still within specification. Hence, we considered this complaint as not confirmed. However, CAPA 280262 had been raised to address general loose contamination and hair issue.

Event description:
As reported by the user facility: 1 x black particle in the closing cone in the patient connector (in the fluid path) (09292022@1) - prior to filling. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400598939. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.